Event description:
It was reported that an io was being placed into a patient in the field. During insertion the power on the driver "bogged down" and stopped working. As a result, the emt manually screwed the needle into the patient's bone and was used successfully. They do not know if there was a delay in treatment and there was no patient death, injury or complications reported.

Manufacturer narrative:
(B)(4).